Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as an estimate, based on the reported onset of eight months prior to (B)(6) 2025. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) initially started not working properly by only partially inflating and subsequently stopped inflating completely. The patient also described hearing air and a sound resembling an empty spray bottle when attempting to pump. Several months later, discomfort due to erosion developed; therefore, a surgical procedure was performed to remove the ipp. Upon explant, a hole was noted in one of the cylinders. No additional patient complications were reported.